Event description:
Sphincterotomy being performed during an ercp using a microvasive ultratome xl when the wire broke. Part of wire not found. This is the third one that has broken. The other two caused no injury and the wire was not lost. The first two were reported to the manufacturer by letter and discussion with the manufacturer qa department took place.